Event description:
A surgeon reported a pt who continues to experience glare following intraocular lens (iol) implant surgery. The surgeon reported the pt was experiencing glare around lights prior to the iol implant surgery. The surgeon reported the pt had astigmatism and he told the pt he would probably need post-cataract lasik. The surgeon reported he prescribed glasses for the pt, and there was no change with glare. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on (B)(4) 2011 and (B)(4) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).